Manufacturer narrative:
Initial report was submitted under incorrect FDA manufacturer #. Please reference medwatch report #1822565-2011-01107. Evaluation summary: the most likely cause for the fragment found within the lag screw is because of the sequence in which the internal cannulation and threads were machined. At the time this device was manufactured, the inner cannulation was machined and then the threads potentially allowing for the accumulation of debris within the cannulation. The process was changed in (B)(6) 2010 (prior to receiving any complaints) to where the threads are machined first and then the cannulation. The change in process should prevent any further accumulation of debris within the lag screw. In addition, after the inner features are machined, there are several washing and functional testing steps to verify that the inner cannulation is free from debris. Evaluation: the returned fragment was reviewed using energy dispersive spectroscopy (eds) and found to exhibit a spectrum similar to that of tivanium alloy, corresponding with the material from which the lag screw is manufactured. Tivanium is an implantable material. Device history records indicate all components were manufactured and inspected to specification.

Event description:
It is reported that when pushing the guide pin through the lag screw, a metal fragment came out of the lag screw.